Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Subsequently, it was reported that a malfunction alarm occurred. Additionally, it was reported that the temperature arm reoccurred after the customer submerged the pump in water. Customer's blood glucose level ranged from 236 mg/dl to 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.